Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation on lead was confirmed based on style insertion test observation of foreign material (fm) which blocked the passage of the stylet. A visual of the fm showed that it was likely an agglomerate of blood or body fluid and polymer from the lead or guidewire interaction. Furthermore, pressure test was completed and passed. However, destructive analysis showed stylet test failed due to fm in lumen.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted as the guidewire cannot pass through lead. It was attempted from both ends of the lead. This lv lead was never in service. No adverse patient effects were reported.